Event description:
It was reported to boston scientific corp that during a prolapse repair procedure using a pinnacle anterior/apical pfr kit, the plastic sheath tore after the physician placed it through the sacrospinous ligament and cut through one side of the leader loop to release the sleeve from the mesh. A piece of the sheath detached in the anterior wall of vagina, and was retrieved. The procedure was completed with this device, with no complications to the pt, who is reportedly "fine" post-procedure.

Manufacturer narrative:
The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.